Manufacturer narrative:
After further review MFR#2916837-2021-00043 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd facsaria¿ unknown fluid under pressure sprayed outside of instrument. There was no report of user impact. The following information was provided by the initial reporter, translated from japanese to english: when I removed the closed loop nozzle, the liquid popped out like a fountain. 1. Was the leak fluid or air? Fluid 2. Was the leak contained within the instrument? No 3. Was there spray of fluid under pressure? Yes, the fluid was splashed 4. What was the fluid that leaked? Unknown 5. Did biohazard leak before or after waste line? Before waste line 7. Was the customer/bd personnel physically in contact with the fluid? No

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd facsaria¿ unknown fluid under pressure sprayed outside of instrument. There was no report of user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: when I removed the closed loop nozzle, the liquid popped out like a fountain. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? Yes, the fluid was splashed. What was the fluid that leaked? Unknown. Did biohazard leak before or after waste line? Before waste line. Was the customer/bd personnel physically in contact with the fluid? No.